Manufacturer narrative:
The hospital biomed replaced the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed, indicating that volume control ventilation was the only mode of mechanical ventilation available. There was no report of patient involvement.